Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. As received, the electrode belt was unable to baseline. The cause was out of tolerance pins on u700, a serial input digital to analog converter, on the distribution node (dn) pca. Pins 1, 8, 9 and 16 were out of tolerance. The root cause for the out of tolerance component was unable to positively determined. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
While fitting a (B)(6) female patient, a patient service representative contacted zoll customer support to report that they were unable to baseline the patient. The patient received a replacement electrode belt.